Event description:
Initially affected channels were observed during in situ testing. Recipient reported hearing 'muffled' sound. Programming changes were made to accommodate the affected channels. Recipient's hearing performance after programming was reportedly good. Objective speech testing scores were approximately 80%, consistent with previous test results and it was decided at that time that the recipient will be further monitored. As per additional information received in october 2020 the recipient requested a revision surgery due to decrease in hearing performance. The scheduled surgery was cancelled due to insurance reason. No new date for re-implantation has been scheduled yet.

Manufacturer narrative:
Additional information: based on the available information from the field, the recipient's hearing performance decreased. A partial migration of the active electrode out of cochlea has been observed. Re-implantation is considered, but no date has been scheduled yet.

Event description:
Initially affected channels were observed during in situ testing. Recipient reported hearing 'muffled' sound. Programming changes were made to accommodate the affected channels. Recipient's hearing performance after programming was reportedly good. Objective speech testing scores were approximately 80%, consistent with previous test results and it was decided at that time that the recipient will be further monitored. As per additional information received in october 2020 the recipient requested a revision surgery due to decrease in hearing performance.

Manufacturer narrative:
Additional information: based on the available information from the field, the recipient's hearing performance decreased. A partial migration of the active electrode out of cochlea has been observed. Further medical intervention is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were observed during in situ testing. User reported hearing 'muffled' sound. The electrode array has likely migrated out of the cochlea.